Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the system was used successfully for a surgery and taken out of the room so they could push the images to pacs (picture archiving and communication system). While in that process they noticed that the ias (imaging acquisition system) had a message stating x-ray disabled. There was no patient involvement.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, product ID: bi71000577rpend, product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced supply board and ps1. Performed system checkout. System performs as intended. H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a hardware issue as per complaint data. Replaced supply board and ps1. Performed system checkout. System performs as intended. Software functioning as designed. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirmed reported complaint, x-ray disabled fourth occurrence. Installed ps1 in imaging test system. The system booted and readied on every power up. Ps1 output voltage was 5.209vdc and all 2d and 3d images were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), rev. F. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, "x-ray disabled fourth occurrence." Installed supply board into test system. The system booted, motion, x-ray and communication all readied. Multiple 2d and 3d images were successful. No fault found while under test. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000577rpend, serial/lot #: (B)(6) rev. G, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.